Event description:
As reported to customer relations: "my ir doc took out the attached celect filter. It was not placed by him (it was placed out of state). The patient was not symptomatic. The patient is fine after the retrieval. I do not have lot # of filter as it was not placed at my account. It was taken out tuesday (B)(6) 2019." Customer reports implanted ivc filter perforated the caval wall.